Manufacturer narrative:
H3: a medtronic representative went to the site to test the equipment. Testing revealed that the ssd was replaced. The navigation system then passed the system checkout and was found to be fully functional. H6: fdm b01, fdr c13, fdc d02 are applicable to the system checkout. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received. It was reported that the type of procedure that was planning to be performed was unknown.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9735762, version: 2.1.0, ubd: , UDI#: ; product ID: 9736356, serial/lot #: -, ubd: , UDI#: h3: a medtronic representative went to the site to test the equipment. Testing revealed that the system rebooted by itself. It was not possible to get the log files. H6: fdm b01, fdr c1008, fdc d02 are applicable to the system checkout. Multiple fdd/annex a codes were reported. A0708 and a0902 were coded for the screen of the camera cart monitor turning on and off by itself. Multiple annex g codes were reported. G02008 corresponds to the concomitant product 9735762. G0200702 corresponds to the concomitant product 9736356. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used during a procedure. It was reported that the screen of the camera cart monitor turned off and turned on alone. It was noted that the issue occurred at the beginning of the procedure with the patient sleeping. There was a surgical delay of five minutes, but after a restart the system worked and the procedure was able to be completed. There was no reported impact on patient outcome.

Manufacturer narrative:
H3) the software team reviewed the case. As per the information available the logs were not able to be downloaded. The progress of the download stopped when it remained at approximately 26-28%. The ssd was replaced, and the system was able to download logs again. Suspecting the issue might have been with hardware (ssd or battery/ups) but there was no way to confirm this as the hardware analysis not completed. There was insufficient information to determine whether a software anomaly contributed to the reported behavior. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.